Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to inadequate stimulation and charging difficulties of the implantable pulse generator (ipg) and magnetic resonance imaging (MRI) preferences. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the hospital and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient was very pleased, the patient reports that her new programs have significantly improved